Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a loss of consciousness and went to the clinic the following day. Interrogation of the device showed no episodes were recorded in the device memory during the time she lost consciousness. The last recorded episodes were at the end of (B)(6) when the pt was...

Manufacturer narrative:
The device remains implanted and in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.